Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device leading to water invasion and a leak at the air/water channel - due to the water invasion, an abnormality of electronic parts occurred, which then led to the displayed error message. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): ·inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed. The air/water channel inside the suction connector was leaking resulting in fluid invasion and corrosion inside the s-connector and e315 error occurred. Additional findings showed a crack on the suction connector and water tightness was lost, switch 1 did not work due to damage, switch 2 did not work due to corrosion on the switch box, the suction cylinder was shaved, the image guide protector had a scratch, the scope connector cover had discoloration due to chemical stress during reprocessing, the bending angle in the ¿down¿ direction did not meet specification because it was stretched, the control section and the bending section had a fluid invasion, and the venting connector had a gas leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus an e315 scope communication error occurred on the evis lucera elite colonovideoscope and was found during reprocessing. There was no procedural delay and the patient was not under sedation. No patient harm was reported.